Manufacturer narrative:
(B)(4)

Event description:
It was reported that "patient admitted to the hospital by ambulance. The infusion line was in place on a midline left arm. During the test of the midline there was nothing special observed. No resistance, no pain. We performed the injection of 90 ml omnipaque 350mg/ml contrast medium product with a flow rate of 2.5ml/s. It was a normal injection; the curve was normal and no complaint from the patient. On the pictures, we can see that the contrast medium product did not infuse properly and remained in the left line. A leak in the midline is suspected. The hepato-gastroenterologist was called and patient transferred to a gastric department for further management".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "patient admitted to the hospital by ambulance. The infusion line was in place on a midline left arm. During the test of the midline there was nothing special observed. No resistance, no pain. We performed the injection of 90 ml omnipaque 350mg/ml contrast medium product with a flow rate of 2.5ml/s. It was a normal injection; the curve was normal and no complaint from the patient. On the pictures, we can see that the contrast medium product did not infuse properly and remained in the left line. A leak in the midline is suspected. The hepato-gastroenterologist was called and patient transferred to a gastric department for further management".